Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak from the 18g nexiva catheter could not be confirmed from the photographs that were provided for investigation. The photos showed an 18g nexiva device with evidence of use. The needle had been removed from the catheter adapter, but no blood could be seen at or around the septum. The septum was circled. No defects associated with the manufacturing process could be confirmed from the photos. The physical sample would be needed to further investigate the reported defect. Although the photographs and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: I've had a few reports that some of our IV catheters are leaking blood out of the hub on the back where the needle is pulled out of.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.